Manufacturer narrative:
The technician found the CPR valve sticking due to contamination in the hydraulic fluid. The technician replaced the CPR valve to repair the bed.

Event description:
Information received indicates, the head section will not go up.